Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid left anterior descending artery. A 3.5 x 23 mm xinece prime was deployed when a dissection occurred which required treatment with another xience prime stent. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.